Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level went up to 300 mg/dl and was addressed with a correction bolus. Tandem technical support (cts) requested for the customer to start the fill tubing process to push out the air bubbles; however, at the time of the report, the customer only had 8 units left in the cartridge and decided to change the cartridge without assistance from cts.